Event description:
It was reported that during a not device related procedure this right atrial lead got dislodged and exhibited failure to capture and no sensing. This was confirmed through x-ray. This device was successfully repositioned. No additional adverse patient effects were reported.